Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply and the fluoro functions board. System operates as intended.

Event description:
The customer reported the system displayed black images. No patient injury was reported.